Event description:
It was reported that the lead warning was triggered for 67 low impedance paces in notable data on lead impedance trending. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.